Event description:
It was reported to boston scientific corporation that a tandem xl was picked up by the distributor staff. When the device was picked up by the distributor staff for delivery, a hair was found inside the pouch of the device. Reportedly, there was no damage noted on the packaging of the device and the packaging was unopened and completely sealed. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter phone): (B)(6). Block h6 (device codes): medical device problem code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h10: the returned tandem xl in its sealed package was analyzed, and a visual evaluation noted that a hair was inside the sealed package. The heat seal runs throughout entire length of the pouch without any breakage. A media inspection of the photos provided by the customer show a hair inside the pouch. No other problems with the device were noted. The reported event of foreign matter inside the package was confirmed. Upon analysis, it was found that a hair was inside the sealed package, which was also verified with the pictures provided by the customer. Based on all gathered information, the conclusion code for this complaint will be documented as manufacturing deficiency with a probable cause owner of bsc manufacturing due to problems traced to manufacturing process. The investigation to address this problem has been completed. The investigation found that the foreign matter was missed by the packaging builder when the packaging unit was confirmed to be free of foreign matter. Communication to the packaging builder was performed regarding this event. A review of the manufacturing documentation for this device did not identify any anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tandem xl was picked up by the distributor staff. When the device was picked up by the distributor staff for delivery, a hair was found inside the pouch of the device. Reportedly, there was no damage noted on the packaging of the device and the packaging was unopened and completely sealed. There was no procedure involved and the device was not used in the patient.